Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional information received: the patient's weight at discharge from the index procedure was 97 kg. Approximately, 1 month, 9 days the patient developed cardiac decompensation and hemolysis and was admitted to hospital. The patient's weight at admission was 98 kg. Lab values showed a gfr of 35 ml/min and creatinine of 136 umol/l on the day of discharge after the index procedure. After optimization of medical therapy with increased diuretics and initiation of entresto 24/26 mg, the patient's weight decreased to 92.6 kg. Lab values showed a gfr of 32 ml/min and creatinine of 146 umol/l. The patient was discharged after re-compensation. Two months and two weeks post-procedure, a further follow-up was performed. The patient showed clinically improved dyspnea, although general weakness persisted, and scheduled follow-up was planned. The reported event for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with empirical evidence. This device passed all manufacturing and sterilization inspections. Based on the device history record (DHR) review, no non-conformances related to the complaint events were identified. The investigation of complaints for the reported valve does not seal on annulus cases found that procedural factors, either alone or together with the mentioned patient factors such as annular sizing, leaflet plastering, rv lead adhesion, and/or papillary muscle high, influenced the outcome of the valve does not seal on annulus, such as lack of leaflet capture, incorrect trajectory, incorrect positioning, and/or incorrect depth. The physician could not confirm the root cause. However, it was documented that the patient's anatomy large postero-septal comm may have potentially impacted the valve sealing. There is limited or insufficient information from the reported event therefore, potential root causes were unable to be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review the reported event for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with empirical evidence. This device passed all manufacturing and sterilization inspections. Based on the device history record (DHR) review, no non-conformances related to the complaint events were identified. The investigation of complaints for the reported valve does not seal on annulus cases found that procedural factors, either alone or together with the mentioned patient factors such as annular sizing, leaflet plastering, rv lead adhesion, and/or papillary muscle high, influenced the outcome of the valve does not seal on annulus, such as lack of leaflet capture, incorrect trajectory, incorrect positioning, and/or incorrect depth. However, there is limited or insufficient information from the reported event therefore, potential root causes were unable to be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient presented with a large posterior-septal commissure. One (1) month and eleven (11) days post procedure, a new posterior paravalvular leak (pvl) was reported. The patient developed hemolysis and underwent further diagnostics and investigation of root cause. As per the latest information received, the patient was discharged after re-compensation. The valve position was stable, with a mild pvl at the posterior-septal commissure.

Manufacturer narrative:
B3: event date is unknown. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.